Event description:
It was reported that the customer experienced a malfunction on the pump, identified with malfunction code malf 2, and the issue could not be resolved by resetting. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to switch to multiple daily injections as a backup insulin therapy, and a new replacement pump was sent since refurbished options were unavailable. Instructions were provided to the customer on handling the existing pump and the steps to follow upon receiving the new device, including shipping back the faulty pump within 10 days.